Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: deflation. (B)(6). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent a primary breast augmentation with mentor smooth round moderate profile 275cc saline breast implants which the left side deflated after implantation. The issue was confirmed by the physician. As a result patient had the device removed and replaced with catalog# 3501640, serial number: (B)(4) on (B)(6) 2019.

Manufacturer narrative:
Device evaluation summary: during visual evaluation, an anomaly was observed on the device consistent with a crease/fold in the anterior and extending to the posterior view. Leak testing was performed, according with mentor procedure, and it revealed a tear within the crease/fold in the posterior view, measuring approximately 0.1 cm. The evaluation determined that the deflation is consistent with a crease fold deflation. As part of our quality process, the manufacturing records of this 5711455 number were reviewed and the manufacturing standards were met prior to the release of this lot. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Deflation complaint information is consistently analyzed and monitored by quality assurance to determine when further action is necessary. All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).